Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that he was without stimulation and unable to increase the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements for several lead contacts. However, effective stimulation was recaptured via reprogramming. An x-ray was subsequently taken to verify the lead connections; but no visible anomalies were observed. Surgical intervention will be undertaken at a later date to address the aforementioned impedance issue.